Event description:
Description of the event: iba was informed on (B)(6) 2021, that pat.110 therapists encountered an unusually large correction vector after imaging a patient for alignment before delivering the treatment field. Before irradiating or applying the correction vector, therapists investigated the cause of this unusually large correction vector and noticed that the flat panel system was not fully inserted. After pushing the flat panel further into position, they were able to get an usual correction vector and resumed the treatment. Impact of the event on the patient: the patient received additional x-ray dose as an additional set of x-ray images was acquired after the flat panel was fully inserted to correctly align the patient before treatment. Evaluation summary: sometime before this issue with the correction vector, therapists had been unable to acquire x-ray image while the flat panel was in the correct position. X-ray exposure was in fact forbidden because of a faulty safety redundant control unit (srcu) signal "flat panel inserted translation in". The faulty signal was then bypassed, pending repair, in order to continue patient treatment. This temporary bypass was agreed locally assuming that the position control unit (pcu) would interlock x-ray exposure if the flat panel was not fully inserted. This assumption was incorrect. As a result, x-ray exposure was not interlocked when the flat panel was not fully inserted, producing larger than normal correction vector. As of (B)(6) 2021, the faulty srcu signal was repaired and the bypass was removed. Data related to treatment that occurred while the bypass was in place have been analyzed and no other unusually large correction vector has been identified. No serious injury due to this bypass was reported to iba. However, iba is voluntarily reporting this incident as there is no certitude that there has been no occurrences of incorrect correction vectors with normal values.